Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). Further information has been requested but no response has been received from the user facility. No ventilator logs have been provided and no service for the ventilator has been requested. Information about the current status of the ventilator is unknown. Due to lack of information, investigation has not been possible. Therefore, the root cause of the reported event has not been determined.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
A user facility medwatch (ref # (B)(4)) was received stating that: "the ventilator delivered excessive peep to patient beyond what was actually set on ventilator. No patient harm or injury reported." (B)(4).